Event description:
It was reported that on (B)(6) 2026, the patient went on continuous renal replacement therapy (crrt) with creatinine (cr) of 2.1 and maxed out at 6.2. They were weaned on (B)(6) 2026. On (B)(6) 2026, cr bumped to 3.2, and hemodialysis (hd) was started on (B)(6) 2026. The patient was weaned off hd on (B)(6) 2026.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.